Manufacturer narrative:
The asp field service engineer (fse) found the float switch was bad and the plug on the disinfectant reservoir skinner valve was corroded. The float valve and skinner valve were replaced. The fse ran a test cycle and verified the unit meets specifications.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the service and complaint history, trending by product line and system serial number, failure mode effects analysis and the system hazard and user misuse analysis. The service and complaint history for the asp automatic endoscope reprocessor with printer did not reveal a trend for leaking from reservoir failures. Trending analysis for fluid leak issues associated to the asp automatic endoscope reprocessor with printer did not indicate a significant trend. The fmea (failure mode effects analysis) associated to spills / leak is considered minimal. The shuma (system hazard and user misuse analysis) associated to cidex spills are a category 1. The issues with the leaking from the reservoir failure was resolved by replacing the skinner valve -v7 which failed due to normal wear and tear and meets the reliability age criteria of 2 years and 2000 hours of useful life.

Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
The customer reported cidex® is leaking on the floor. There was no report of injury to the healthcare worker who cleaned the floor.